Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent nocturnal hypoglycemia while using the ilet, with a cgm value of 43 mg/dl and a fingerstick value of 69 mg/dl, and sought guidance on snack announcements and device use; the user was advised on the 15/15 hypoglycemia treatment and to announce snacks when they represent at least half of a usual meal¿s carbohydrate amount, and a clinical trainer planned follow-up. Symptoms included hypoglycemia. Outcomes included on-device troubleshooting and user education, with self-treatment using oral glucose. Investigation included review of reported cgm and bgm values, user counseling, and coordination with clinical support. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.